Manufacturer narrative:
Batch review performed on 09-jun-2023. Lot 171047: (B)(4) manufactured and released on 06-jun-2017. Expiration date: 2022-05-17. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 years and 7 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised successfully the liner (12 to 14 mm).